Event description:
It was reported the catheter was being placed into the patient's arm. According to the clinician, the pt's skin wasn't all that tough to go through. No skin nick was made. During insertion, the glide thru sheath "curled" back when trying to push through the pt's skin. As a result, another kit was opened and used successfully. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4).